Manufacturer narrative:
Internal file number - (B)(4). The unique device identifier (UDI) and lot number are reported as unknown, because it could not be confirmed which of three clips moved on the leaflet. The possible UDI and lot numbers are as follows: lot # 41007u116; (B)(4). Lot # 41007u117; (B)(4). Lot # 41007u119; (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of worsening mitral regurgitation (mr) and dyspnea, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for the reported partial clip movement could not be determined. The reported mr was likely due to the partial clip movement and the dyspnea a cascading effect of mr. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the devices.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the clip movement on the leaflet. On (B)(6) 2015, the initial mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with an mr grade of 4. Three clips were implanted, reducing mr to 2. On (B)(6) 2017, the patient returned with dyspnea. Echocardiogram was performed, which found that the medial clip partially detached from the anterior leaflet and remained attached to the posterior leaflet and mr increased to 4. A second mitraclip procedure was performed, successfully implanting two additional clips and reducing mr to 2-3. The patient remained stable. No additional information was provided.